Event description:
Device malfunction: none. Time of symptoms/ae: during and post-procedure. Symptoms/ae: neurological/tia, headache, air embolus. It was reported that during a right internal carotid stenting procedure, the patient experienced hypertension during a balloon inflation using a non-abbott balloon, which was managed with medication. Immediately, post-stent placement, the patient was slightly confused for a brief 20 seconds, then appeared to be neurologically intact. The physician noted a possible air embolus from the catheter system. A neurological assessement was performed immediately by the neurologist and no deficit was noted. Additionally, the patient complained of a headache post-procedure. The patient's headache reportedly resolved; however, oxygen therapy was maximized, and the patient was kept for observation resulting in prolonged hospitalization. Post-procedure, the patient also had a transient episode of hypotension which resolved within 24-hours with dopamine. The stop date and discharge date was 2007. No additional information available. Study event: a review of the finished device lot history record (lhr) did not reveal any non-conformities, which could have contributed to this complaint.